Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8352500. Model: sc-8352-50. Serial: (B)(6). Batch: 2000014781. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also noted that the patient was frequently charging the implantable pulse generator (ipg). The patient underwent an explant procedure. No further information has been obtained.